Event description:
It was reported that the patient presented to the emergency department (ed) with fatigue, lightheadedness, and dyspnea on exertion. They were unable to tolerate walking in the grocery store. The patient had 1 additional nosebleed since the last emergency dept visit on (B)(6) 2022. The patient's hemoglobin was 8.6 and international normalized ratio was subtherapeutic. The patient was admitted to left ventricular assist device (lvad) service for symptomatic anemia. Serial complete blood count tests later demonstrated stable hemoglobin levels and the patient's dyspnea and fatigue improved. Iron dextran was given. The patient was determined to be stable and was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's previous nosebleed from (B)(6) 2022 was reported under manufacturer report number 2916596-2022-14761. Manufacturer's investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19oct2020. No further information was provided. The manufacturer is closing the file on this event.